Manufacturer narrative:
Guan, l., nie, y., liu, x., ma, q., yang, h., chen, j. Prospective cohort study of biological versus and synthetic meshes for laparoscopic repair of hiatal hernia. Hernia (2026) 30:20. Https://doi.org/10.1007/s10029-025-03491-9. Pages 1-8. D10. Concomitant product: unknown. Parietex product. Lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study analyzed the recurrence rate, complications, and clinical outcomes between the use of biological or synthetic (parietex composite) mesh for laparoscopic repair of hiatal hernias. There were 174 patients enrolled from april 2022 to february 2024. Both mesh types were fixed on the diaphragm with absorbable protacks. Postoperative complications included 1 case of mesh-related reaction, 2 patients with hernia recurrence, and 5 patients that still required medication for acid reflux.